Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that the patient underwent a right total hip arthroplasty on (B)(6) 2017 since I was able to review the operation report. I can also confirm based upon the event description, that the patient complained of aching about her hip on her six year follow up questionnaire and that on her seven year questionnaire, she reported no pain and that she was satisfied with her hip root cause analysis: the root cause of this event, that is reporting that a total hip arthroplasty ¿aches¿ at some interval, cannot be determined with certainty. The causes of aching in a hip that has been replaced are multifactorial, but at six and seven years postoperative it would appear that it was a transient event. The causes of this event are multifactorial, including patient factors, including activity level, lifestyle, and bmi. It is impossible to know the precise cause without further information, since it could have been from a remote cause such as the spine, a local cause such as a trochanteric bursitis, a post traumatic event, etc. I would not attribute any cause to the surgical technique itself or the implant construct. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is experiencing pain. A review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that the patient underwent a right total hip arthroplasty on (B)(6) 2017 since I was able to review the operation report. I can also confirm based upon the event description, that the patient complained of aching about her hip on her six year follow up questionnaire and that on her seven year questionnaire, she reported no pain and that she was satisfied with her hip root cause analysis: the root cause of this event, that is reporting that a total hip arthroplasty ¿aches¿ at some interval, cannot be determined with certainty. The causes of aching in a hip that has been replaced are multifactorial, but at six and seven years postoperative it would appear that it was a transient event. The causes of this event are multifactorial, including patient factors, including activity level, lifestyle, and bmi. It is impossible to know the precise cause without further information, since it could have been from a remote cause such as the spine, a local cause such as a trochanteric bursitis, a post traumatic event, etc. I would not attribute any cause to the surgical technique itself or the implant construct. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This subject is currently enrolled in the trident ii hip study. On her 6-year questionnaire she reported that she was not satisfied with the results of her hip replacement surgery and wrote "it's not pain, it's an ache. It aches when I walk all the time. It limits me a lot." She also wrote, "I'm disappointed in it." Her 7-year questionnaire reported that she was satisfied with her hip. The nurse also added, " patient states she feels no restrictions but age is a factor." Right hip.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tridentii tritanium cluster52e; cat # 702-04-52e; lot # unknown. Size 5 accolade ii 127 deg; cat # 6721-0535; lot # 60103904. Trident 0 deg x3 insert 32mm head; cat # 623-00-32d; lot # pt7t8w. Delta v-40 ceramic head 36/0; cat # 6570-0-136; lot # 60450206. 6.5mm low profile hex screw 25mm; cat # 7030-6525; lot # bf3a. 6.5mm low profile hex screw 30mm; cat # 7030-6530; lot # ab5h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.